Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report that his abbott diabetes care (adc) device wouldn't read a sensor. As a result, the customer was unable to obtain readings and experienced profuse sweating and loss of consciousness. The customer was unable to self-treat and required healthcare professional administration of IV insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Returned reader was attempted to be communicated with known good sensor and communication was successful. Scan timeout error message was not observed. The issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report that his abbott diabetes care (adc) device wouldn't read a sensor. As a result, the customer was unable to obtain readings and experienced profuse sweating and loss of consciousness. The customer was unable to self-treat and required healthcare professional administration of IV insulin. There was no report of death or permanent impairment associated with this event.